Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported that the patient was hospitalized for three weeks. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for the event. At the time of this report, the patient has been discharged from the hospital however, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.